Event description:
Per the clinic, the patient was placed under mac anesthesia on (B)(6) 2023, in order to electively remove an abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 04, 2023.